Event description:
Clinical study. Same case as MFR report #: 2134265-2009-02555. It was reported that following a percutaneous carotid artery intervention stenting treatment procedure, the patient returned with in-stent restenosis. The index procedure treated the 90% stenosed 6.0x25mm target lesion located in the ostium of the left internal carotid artery. Treatment utilized a bsc filterwire ez and placed a 4-9x30mm nexstent. It was noted that the lesion was not entirely covered and a second 4-9x30mm overlapping nexstent was placed. Following post dilation with an unspecified device, the residual stenosis was 0%. The patient had an episode of hypotension and bradycardia prior to diagnostic carotid angiography being performed and was treated medically. He then experienced supraventricular tachycardia and was unresponsive to adenosine and he was cardioverted back to sinus rhythm. He remained in sinus rhythm throughout the rest of the procedure. One day post procedure, the patient was discharged with a nih stroke value of 0. The patient returned 313 days following the index procedure for a required 12 month ultrasound revealing a 60% restenosis of the target lesion. It was noted there was a patent left carotid artery stent with mild to moderately increased flow velocity. A handwritten annotation on this report notes that the estimated stenosis of this lesion was 50-69%. No action was taken and the event outcome is considered resolved without residual effects. Per the physician, the relation of the device to the event was listed as "possible".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.